Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer's representative. It was reported that the patient was getting unpleasant stimulation near her battery site. The patient thought this happened because she had lost (B)(6)lbs since her implant was placed in 2014. An impedance test was performed and the results were within range. The settings were reprogrammed to reduce the output, range of program settings and active electrodes. There was no patient symptom reported and the issue was noted to be resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.